Event description:
It was reported that during a superion indirect decompression system implant procedure the spindle cap weld broke during the rocking motion. It was noted that the patient had very thick spinous process. The physician replaced the spacer launched more dorsally, and the procedure was successful. The spacer will not be returned as it was discarded.